Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has ehlers-danlos syndrome (pre-existing), which is why their skin/tissue is so loose and they reported a revision. After the ins was first implanted, it was "super wiggly" and they could move it up and down so the healthcare provider (hcp) later went in and surgically revised the ins pocket using mesh. A week after the surgery on (B)(6) 2017, the incision completely opened up while they were at work and they were admitted to the hospital where they sealed the site with steri-strips while it healed. No further patient complications have been reported as a result of this event.